Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving gablofen via an implanted pump. It was reported the patient was at eri and the family/physician felt that the spasms weren't as well controlled. The reported felt the pump wasn't working as it should despite the lack of alarms. There was no environmental/external/patient factors that may have led or contributed to the issue known. There were no diagnostics/troubleshooting performed and the surgeon was called to schedule replacement. It was noted the issue was no resolved.